Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted particulate matter inside the drip chamber. The reported condition was verified. It could not be determined at what point of the process the particulate matter became lodged in the device. There are controls in place in order to detect and prevent a particulate matter issue. For every process step there is specific training associated to the task performed according to the product requirements. Feedback was provided to the personnel involved into the manufacturing areas about the condition reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was identified in the tubing of a clearlink solution set near the drip chamber. This was noted during priming with dextrose solution. There was no patient involvement. No additional information is available.